Event description:
It was reported the pt is not receiving any stimulation therapy from her scs system. A sjm rep met with the pt adn was unable to obtain any stimulation therapy through reprogramming. X-rays taken showed the pt's lead migrated. Add'l info received identified the pt's physician explanted and replaced the pt's entire scs system. The pt requested a new ipg due to the deficiency of the pt's ipg. Additionally, the pt is reportedly receiving effective stimulation therapy and doing well postoperative.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the reported event of lead migration could not be confirmed via laboratory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.